Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during the manual prime process. The customer's blood glucose was 182 mg/dl. The customer stated that the insulin pump ran out of insulin, filled a new reservoir and inserted it into the device. She stated that when she went to fill the cannula, the insulin pump alarmed no delivery, so she changed the infusion set. She stated that the insulin pump alarmed no delivery again. She was advised to disconnect from the device, disconnect the tubing and reservoir, then reconnect the tubing and reservoir. She stated that insulin did not exit with a manual plunger push. The customer was advised to assemble a new infusion set with the current reservoir and confirmed that insulin did exit the tubing. She was advised to try a new reservoir with the current infusion set and reported that changing the reservoir resolved the issue. She was advised to replace the reservoir and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.